Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer's battery clip was corroded. It was noted that the analyzer was not working in battery mode. All found defective parts were replaced and all other identified issues were resolved. The analyzer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The analyzer which returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.